Manufacturer narrative:
(B)(4).

Event description:
The customer reported while using the vela ventilator; the unit displays motor fault and transducer fault alarms. The customer performed further troubleshooting and determined the most likely cause of the reported event is the power supply assembly. The issue occurred during patient use; the customer reported the staff swapped ventilators and carried on with ventilation. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable, motor fault, low peak inspiratory pressure, and high peak inspiratory pressure alarms. At this time, it is unknown whether or not there is any patient involvement associated with the event.